Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that the guidewire could not be withdrawn. A stingray lp catheter and unknown guidewire were selected for use at the anterior descending branch. During the procedure, it was noted that the balloon tip was kinked and the guidewire could not be withdrawn. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.